Manufacturer narrative:
Concomitant medical products: product ID: 37761,serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger would not stay charged unless it was plugged into the desktop charger. The patient stated the recharger would now not charge at all from the wall, and the screen remains blank when the recharger is plugged into the desktop charger. The patient was unable to charge the ins and the ins battery went dead. The patient stated the desktop charger status light was illuminated, however the connector pin was loose. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement desktop charger resolved the recharging issue and the dead ins. No symptoms were reported. There were no reported complications and no further complications were expected.